Event description:
Event determined to be reportable based on investigational analysis approved 01/05/2009: it was reported that during a large bowel polypectomy procedure, extension difficulties were encountered. The 20 mm rotatable oval polypectomy snare was advanced to the polyp, however, the loop wire of the snare was unable to be extended. The device was removed and it was noted that the device remained unable to be extended while outside of the pt. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "good". Device analysis revealed a sheath detachment.

Manufacturer narrative:
Visual examination of the returned device noted that the sheath is detached from underneath the strain relief. No other defects were noticed to the device. A review of the mfg record for this batch # shows that the device met its material, assembly and product specifications. The root cause can be attributed to design as this type of malfunction increases the length of the device thus impeding the loop from extending outside of the sheath.